Event description:
My philips respironics CPAP machine has been recalled and the machine is to be replaced. I have registered the machine and to date have not received a replacement nor have I been able to find the status of my replacement CPAP. I have tried to reach philips respironics by phone, but to no avail.